Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, g1, g3, g6, h2, h3, h4, h6 and h10 g2: australia review of the most recent repair record determined the unit was confirmed to not be cutting properly. The comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional reports: 0001526350-2023-00622. 0001526350-2023-00623. 0001526350-2023-00624. 0001526350-2023-00625.

Event description:
It was reported that the mesher didn't mesh evenly, and the skin graft got cut in half. The event timing is unknown. There was no reported patient, harm, or delay. Due diligence is complete. No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher didn't mesh evenly and split the graft into two. Event occurred during surgery. No harm or delay were mentioned. No adverse events were reported as a result of this malfunction. No further information is available at this time and as a result diligence is complete.